Event description:
The customer contact reported a delay of critical therapy following an alarm condition. On an unspecified date and time, an unspecified channel of the device was programmed to deliver an unspecified concentration of norepinephrine. No specific programming parameters were provided. After an unspecified length of time, the nurse reported there were an unspecified number of times where the device alarmed for air in line; however, no air was seen in the tubing set. The customer contact reported that nurse stopped the delivery, removed the tubing set from the device, tapped the tubing set, and resumed therapy using the same device and tubing set. Although there was potential for serious injury, the customer contact indicated there were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.